Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow up report.

Event description:
It was reported that the primus stopped ventilation. The patient was bagged manually. No injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that the primus stopped ventilation. The patient was bagged manually. No injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
For the investigation the provided logfile was analyzed. Other than initially reported, ventilation was continued. The logfile showed on the date of event that the device was initially operated in man/spont mode. The user put the device into volume mode from 8:27 a.m., at 8:31 a.m. The device detected a too low negative pressure at the piston and issued an alarm in accordance to specification. At 8:41 a.m., the therapy was ended by switching to standby. The device was manufactured in 2005. Due to the age of the device and in accordance to experience, a faulty vacuum pump can be assumed to be the root cause for the described problem. The pump was not available for investigation so that a detailed investigation was not possible. The vacuum is required to keep the diaphragm of the ventilator in place during piston movement i.e. To avoid wrinkling. The device generated a technical alarm in accordance to specification. Dräger finally concludes that ventilation was continued and the device issued the adequate alarms as specified for this failure case. Manual ventilation with the built-in breathing bag also remained possible as described by the user. The case has been reassessed to be not reportable in accordance to the meddev 2.12 document and MDR. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate of the pump is subject to continuous monitoring by the responsible quality board and is rated acceptable.